Event description:
Information received from the field notes that during two follow-ups in a six-month period, the device indicated eol subsequent to the initial interrogation. At the most recent follow-up, the device was programmed to aair, but one month later, it reverted to eol/aoo mode. There were no conse- quences to the patient.